Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex shield device was returned for analysis inside an open pipeline flex shield inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube was in good condition. No bends or kinks were found on the pusher wire. The braid was already detached from the pusher wire when it was returned; therefore, the distal and proximal ends could not be identified. Both braid ends were open and frayed. The braid¿s middle section was fully open without damage. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as both ends of the returned pipeline flex shield braid were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported that the vessel's tortuosity was moderate, ruling out tortuosity as a possible cause. Therefore, the user deploying the braid in the vessel bend, and a damaged braid could have contributed to the failure to open. The braid can be damaged due to over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H10: additional information received reported that manufacturer report #s 2029214-2025-02162 and 2029214-2025-02161 occurred with the same patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient did experience any symptoms related to the failure to open. The patient's vessel tortuosity was moderate. The procedure was completed using a pipeline shield 4.5x20, and the patient was recovering well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the distal part of the stent was not deployed because of the ptfe sleeves. There was failure to open in the distal section. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The angiographic result post procedure was the healthcare provider (hcp) put another stent.